Event description:
It was reported that there was no atrial pacing for the first seven beats of the EKG. It was determined that the right ventricular (rv) lead experienced t-wave oversensing (twos). The lead remains in use and is scheduled to be reprogrammed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant products: d224trk implantable cardioverter defibrillator (ICD) (B)(6) 2009; 4195 implantable pacing lead (B)(6) 2009. (B)(4).